Event description:
This is a non-us event. The event occurred in (B)(6). The consumer indicated that she inserted a tampon and the tampon came apart upon removal. This event occurred on two separate occasions. After the first event, she indicated that she experienced a fever, rash in her vaginal area and a headache. These symptoms later subsided and she continued to use the tampons. A second tampon came apart upon removal shortly after. She felt that she was able to remove the remaining pieces.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.